Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After deployment, valve tilted/ dropped on the septal and posterior side (>10 mm) and rocking was noted. The posterior side was snared and pulled it up atrially. However, when the snare was attempted to be released, the valve dropped again necessitating a valve in valve (viv) procedure. The snare was not released prior to additional valve deployment, resulting in rocking of the second valve and evoque complex. However, valve was successfully deployed inside evoque valve which had one side migrate into the right ventricle (2 cm). The patient was kept over the weekend for hemolytic anemia but was otherwise reported to be doing well. Per latest information the patient is doing quite well on post operative day (pod) 8. The hemolytic anemia was confirmed to be new, but just a mild case. No further interventions are planned. Jugular access was selected due to inferior vena cava (ivc) to tricuspid valve annulus (tva) offset. There was nothing to note with respect to patient conditions that impacted the sealing. Leaflet captured looked great at spin. The anchor heights looked good with 3-4 mm space on posterior. Ap/sl anchors were even. Depth was added during procedure, and ended up at zero depth during deployment.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.